Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the clinical engineering team performs the cleaning procedure according to the instructions for use (IFU), but on a more frequent schedule; the units are sanitized weekly and a mid-week water change with h2o2 replacement was recently started in an effort to reduce the hpc values. The devices are used within the operation theater. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication with the customer on (B)(6) 2017, livanova (B)(4) learned of an additional affected unit. This medwatch is being filed to document the additional unit (see medwatch report 9611109-2017-00265 for details on the first unit). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5068256) stating that mycobacterium chimaera was recovered from the heater-cooler system 3t. There is no known patient involvement.